Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed, as surgical damage. And observed, delamination total of the valve (adhesive failure). Additional observations: observed, wear abrasion on the device. White particles observed, inside and outside the device. Observed, creases on the device.

Event description:
Patient reported, deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.